Manufacturer narrative:
Product analysis: upon receipts at medtronic's quality laboratory, the valve appeared slightly distorted; oval shaped. The valve was discolored showing evidence of blood contact. Small needle holes in the sewing ring showed placement of implantation sutures. All leaflets were flexible. The non-coronary and left cusps were intact. A tear in the belly of the right cusp appeared consistent with a puncture or laceration by a sharp instrument such as forceps. All commissures were intact. Conclusion: a review of the device history record (DHR) was performed for this valve; this device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the information available and analysis results of the returned device, the probable cause of the observed cuspal tear could be related to the implant procedure contact with a sharp instrument. (B)(4).

Event description:
Additional information received after analysis completion confirmed that the valve was attempted to be implanted. Sutures were placed and the valve leaflet was damaged during the implant process. The device was removed from the patient. The physician does not know what may have caused the hole in the leaflet. Another device was successfully implanted and the patient is reported as doing well.